Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the syringe module delivered nitroprusside faster than intended. This was encountered in the facility's cvicu. In discussion with the bedside nurse, she felt strongly that user error by anesthesia contributed to this error, and not device misfunction. She reported no issues with the devices. The intended rate of infusion was 0.26ml with a total volume to infuse of 50ml. Bd 50ml syringe was used. The patient had transient hypotension which resolved without any intervention.

Event description:
It was reported that the syringe module delivered nitroprusside faster than intended. This was encountered in the facility's cvicu. In discussion with the bedside nurse, she felt strongly that user error by anesthesia contributed to this error, and not device misfunction. She reported no issues with the devices. The intended rate of infusion was 0.26ml with a total volume to infuse of 50ml. Bd 50ml syringe was used. The patient had transient hypotension which resolved without any intervention.

Manufacturer narrative:
Omit: date of birth, c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. Root cause: the root cause for the reported issue that device had programming error. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.